Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4).  Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  The cause of the pvl worsening is unknown, however, may be due to patient factors and/or mechanisms (cardiac remodeling) described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from implant patient registry (ipr), approximately 2 years post tavr with a 29mm s3 valve in the aortic position, the valve was explanted and a new surgical valve was implanted.  Per medical records, the reason for the explant was severe pvl. Patient recently underwent bowel surgery and is malnourished. The team felt nutritional status needed improvement prior to valve replacement. However, patient had multiple episodes of v-tach and cardiac arrest requiring CPR.  Therefore, urgent surgery was planned with re-do savr (explant of tavr); possible revascularization of bypass grafts. Re-do sternotomy (third), was performed and tavr was explanted and 29mm magna ease implanted. Coronary bypass was not done due to significant chest wall adhesions. Due to the complex dissection and degree of chest wall scarring, the ascending aorta had significant bleeding post savr and a modified cabrol patch was performed. Patient was stated to be stable at the end of surgery.